Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: the battery compartment was observed to be cracked at the threads to the left of the bumper and at case seal below the bumper. Rust/corrosion was observed in the battery compartment; a leak test failed due to battery compartment leak. The pump was opened; no further evidence of internal moisture was found. Unrelated to the complaint, the display was observed to be dim, faded and pink. A crack was also found between the case seal and keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the battery compartment was cracked. There was no reported adverse event associated with this complaint. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.